Event description:
It was reported that a patient had a left total hip arthroplasty with uncemented competitor implants on an unknown date. In an unknown timeframe postop, the patient fell and experienced a periprosthetic fracture with loosening of the femoral component. The patient underwent revision of the femoral components with implantation of zb components and retention of the initial cup and liner. The fracture was stabilized with fiber tape and cerclage wires, and the procedure was completed without complications. Subsequently, the patient returned for a second revision two years post implantation due to loosening and subsidence of the femoral stem. During the revision, the stem and head were replaced, and the initial cup and liner were retained.

Manufacturer narrative:
(B)(4). D10: 11-301111 arcos brch sz a hi 60mm 174250. G2: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00657. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h4, h6. Proposed component code: mechanical (g04): stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records were not provided for this revision; however, the per was reviewed by a health care professional. Review of the available records identified the following: the patient had a left tha with uncemented competitor implants on an unknown date. The patient underwent a revision due to periprosthetic fracture and loosening, zb product was placed with competitor product. Another revision was performed for loosening and stem subsidence. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with likely loosening of the femoral stem and possible osteolysis of the greater trochanter as well as subsidence. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. This complaint cannot be confirmed, as the mmi report does not definitively confirm loosening or subsidence. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.